Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. On an unreported date in the reported month, the patient also experienced a gastrointestinal infection (gi) and a urinary tract infection (uti), which caused peritonitis. The cause of peritonitis was also due to a break in aseptic technique. The hp did not wear a mask. The hp was treated with injection (inj) reflin (1gm od) and inj vancomycin 2gm stat. The outcome of the gi and uti was not reported. The hp was reported to be recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be filed.